Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible part numbers - 24-016-07-70, 24-016-07-71, 24-016-07-74. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2020-00039 and 9610905-2020-00040.

Event description:
It was reported screws were loose and were removed.

Manufacturer narrative:
An investigation was performed in the lab and there were no indications of material or manufacturing defects. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. Review of the device history records was not possible due to no lot number being identified. Tthe investigation results conclude that the root cause for this failure could not be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.